Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a short battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2015 with the following findings: a review of the black box showed data from 08/03/2015 to 08/22/2015. The black box data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the available black box data showed evidence of voltage drops, battery alarms, and short battery life. The battery compartment was cracked but the battery cap was able to fully tighten. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no errors, alarms, or warnings occurring. Current draws were found to be out of specifications due to internal moisture damage. The pump casing was removed and there was evidence of moisture contamination found on multiple internal pump components. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and the pump casing was cracked in the upper right corner of the display area.